Manufacturer narrative:
Visual inspection during the investigation, calcification on the devices were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The shuntassistant 2.0 operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 was determined. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valves, deposits were found inside the progav 2.0 and the ped. Control reservoir. Results based on the investigation results, an accelerated outflow and a non-adjustable progav 2.0 were determined. The deposits visible in the valve led to the aforementioned functional impairments. During the investigation of the shuntassistant 2.0, no functional deviations or other abnormalities were found. The valve is operating within specifications. Deposits were detected during the examination of the pediatric control reservor. These deposits did not affect the device's technical specifications at the time of the investigation. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system(#fx673t) was implanted. According to the complainant, the shunt system caused an over-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.